Event description:
This male patient with a history of obesity, known cad with previous pci (non-target vessel), and smoking was admitted or coronary evaluation due to unstable angina. He was currently taking aspirin, plavix, statins, ace inhibitors, and beta-blockers. Upon admission, heart rate was 100 bpm/sinus and blood pressure was 108/58 mmhg. Angiography revealed a 100% (cto), 15mm, de novo, type c lesion in the mid left anterior descending artery (lad). The vessel was 3.0mm in diameter. The lesion was predilated with a 3.0 x 50mm balloon inflated to 30atms. Two cypher select plus stents were placed in overlapping fashion: a 2.5 x 23mm deployed to 20 atms and a 2.5 x 18mm (deployment pressure unknown). The stents were post dilated with a 3.0 x 15mm balloon inflated to 22 atms. There were no reported procedural complications and the patient was discharged the following day with orders for daily administration of aspirin, plavix, statins, ace inhibitors and beta-blockers. At one-month follow-up, the patient denied cardiac symptoms and was compliant with cardiac medications. At six-month follow-up, the patient reported angina. Approximately nine months post index procedure, the patient reported shortness of breath and fatigue. No treatment was rendered. Approximately eleven months post index procedure, the patient underwent an angiogram, which revealed that the stents implanted in the mid-lad were occluded at the origin. Attempts to re-open the stents were unsuccessful. The patient and the physician are discussing scheduling another procedure to attempt revascularization.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR report #s: 9616099-2008-01421 and 9616099-2008-01422.